Manufacturer narrative:
H3 other text : third-party service.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center visable foam was found in the ventilator. The foam will need to be replaced to address this issue. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.